Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.